Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 30mm in length, 2.50mm in diameter eccentric and de novo target lesion being treated was located in the moderately calcified and moderately tortuous right coronary artery (rca). A non-bsc guide catheter and guide wire was advanced to the lesion. The lesion was predilated with a non bsc balloon, leaving 60% residual stenosis in the lesion. A 32 x 2.50mm taxus liberte stent delivery system (sds) was selected to treat the target lesion. When the physician attempting to implant the device, he noticed that the struts were deformed. No patient complications were reported and the patient¿s status is good.